Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Threading in frame does not hold tube to keep fork and wheel in place.